Manufacturer narrative:
May 2017 quarterly asr report exemption e2013025 the total number of events for product classification code otp is 49. Qty 4- avaulta plus¿ biosynthetic support system qty 10- avaulta plus biosynthetic support system- anterior, sterile qty 7- avaulta plus biosynthetic support system- posterior, sterile qty 13- avaulta solo biosynthetic support system- anterior, sterile qty 14- avaulta solo biosynthetic support system- posterior, sterile qty 1- unknown bmd women¿s health mesh product h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
May 2017 quarterly asr report.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame (B)(6) 2017 through (B)(6) 2017.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame february 1, 2017 through april 30, 2017 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame (B)(6) 2017 through (B)(6) 2017.